Event description:
It was reported that the pump did not alarm as expected when an occlusion alarm occurred. However, the occlusion alarm was verified in the pump history. Additionally, the contact reported that the pump was not fully delivering a bolus. There was no reported impact to the customer's blood glucose level. The customer continued using the pump and had manual injections as alternate insulin therapy.